Event description:
During a stenting procedure to the superficial artery, it was reported that a smart control stent delivery system (sds) was delivered to the target lesion and the stent was released. But the stent jumped approximately 30mm toward distal, so the proximal lesion could not be covered. There was no resistance during deployment of the smart stent. Therefore, an additional non-cordis stent was placed proximal to the smart control stent and the entire lesion was fully covered. The procedure was finished successfully and there was no patient injury reported. The product was stored, handled and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. An ipsilateral approach was made with a guiding sheath (6f/10cm, terumo). There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user did hold the handle of the smart control sds flat and straight outside the patient as per IFU. The additional stent did expand fully with good wall apposition. It is unknown if the second stent was placed overlapping. The target lesion was mildly calcified and the rate of stenosis was 90%.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.